Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed and/or corrected data: d6a.: (implant date).

Event description:
Patient reported, a left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening device assessed as fold flaw opening. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side deflation. Healthcare professional later reported "deflation". Device has been explanted and replaced.